Manufacturer narrative:
Post market vigilance (pmv) received one reload. The visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 5cm cut line. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Pmv performed functional testing. The reload was loaded into a pmv for functional testing. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transacting the lung part during a vats wedge resection procedure, the device stopped without reason while firing. The surgeon was not able to squeeze the handle. They changed the reload and the body to a new one to resolve the issue in order to complete the case. There was no patient injury.